Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned, therefore, a technical analysis could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a peripheral stenting treatment procedure the stent migrated. The 70% stenosed lesion was located in the moderately tortuous and severely calcified left common iliac artery. The lesion was not pre-dilated. The 7.0mm x 30mm x 75cm express ld iliac/biliary stent delivery system (sds) was advanced across the lesion. As the physician inflated the express ld balloon, the express ld stent did not fully expand and 'jumped' off the express ld balloon. The number of atms used to inflate the express ld balloon is unknown. The express ld stent migrated proximal to the lesion in the left common iliac artery. The physician advanced another express ld stent to adhere the migrated express ld stent to the wall of the left common iliac artery proximal to the lesion. Another express ld stent was advanced and deployed in the lesion to successfully complete the procedure. No further patient complications were reported and the patient's status is fine